Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had fluid discharge. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with swelling/edema. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had fluid discharge. There were no additional adverse patient effects reported. The pacemaker was explanted.